Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient with driveline power fault alarm. The log confirmed the reported driveline powe fault (power b fault) alarms on (B)(6) 2023. Clinician cleared driveline power fault with monitor. Clinician also stated yellow line was visible at modular cable upon patient presentation to emergency department and clinician tightened the connection to ensure it was secure and to cover yellow line. Log files were unremarkable other than noting driveline power fault (wire b). Clinician stated, it was possible driveline connection was loose. Following tightening of driveline connection and clearing the alarm on monitor, the alarm did not return. Alarm appeared to have resolved. Clinician sent patient home after alarm resolved. Patient will be monitored on outpatient basis and was instructed to call coordinator if alarm returns. No equipment was replaced. Related modular cable is reported under MFR# 2916596-2023-06810.

Event description:
It was later communicated that the cause of the visible yellow line at the inline connector was unknown; the patient was not aware. No further issues were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm. Although a specific cause for the alarm could not be conclusively determined, it was reported that the inline connector was loose, and the driveline power fault alarm did not return following tightening of the inline connector. The patient experienced a driveline power fault alarm. The alarm was cleared via the system monitor. It was noted that the yellow line was visible at the inline connector, and the inline connector was subsequently tightened to ensure it covered the yellow line. The cause of the visible yellow line was unknown, and the patient was unaware of the issue. The driveline power fault alarm did not return following tightening of the inline connector. The submitted log files were reviewed and found that the pump operated at the set speed without issue. A driveline power fault alarm activated on (B)(6) 2023 and was associated with the power b wire. This alarm was active through the remainder of the log file. No other notable events or alarms were active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5 ¿surgical procedures¿ also instructs to ensure the yellow line of the inline connector is fully covered for a secure connection. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.